Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation, granuloma, local reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient of unknown age who underwent breast prostheses implantation with unspecified mentor textured breast implants (presumed gel) on (B)(6) 2005, developed the following symptoms in (B)(6) 2018: dizziness, extreme fatigue, memory loss, shortness of breath and lack of air, night sweats, polydipsia, hair loss, skin problems, dermal chest rashes, fists in the heart and back, muscle and joint pain, tremors, numbness in the arm and face, severe headaches, etc. Concurrently with all these symptoms, the plaintiff noticed a lot of swelling in her chest. In (B)(6) 2018, the patient's family physician prescribed screening tests, including blood and urine tests, as well as specific tests, such as brain magnetic resonance and pituitary gland magnetic resonance. The patient had an ultrasound, and the radiologist discovered that these textured breast implants were ruptured. She underwent surgery on or about (B)(6) 2018. Thus, on or about (B)(6) 2018, the patient underwent explantation procedure; during this procedure, eleven (11) silicone impregnated lymph nodes were removed. Following this surgical procedure, our client had to undergo a breast lift for aesthetic reasons, since the need to remove her textured implants had caused significant physical sequelae. In recent weeks, symptoms similar to those described above have reappeared. The patient had an us which showed four (4) additional lymph nodes that require removal. The patient was referred to a hematology-oncology department and to a breast cancer clinic. She will soon undergo various medical examinations that will allow specialists to adequately assess the seriousness of her health condition, however, no malignancy was reported thus far. This medwatch form is for the right breast prosthesis.